Event description:
A pt was undergoing external beam radiotherapy and was treated with 228 mu. The treatment was delivered without incident. Radiotherapy staff proceeded with taking a portal film and selected that option from the treatment computer screen. The portal image preparation dialogue box opened into which the radiotherapy staff entered a double exposure of 2/3 mu. The values of 2/3 mu were displayed at the bottom of the treatment screen and the value of 2/3 mu was confirmed by another staff member. The start button was presented and the radiotherapy staff noticed that the mu values on the visir computer screen reverted back to 228 mu. The radiotherapist interrupted the beam after 8 mu. Without interruption by the radiotherapist, the beam could have been retreated.

Manufacturer narrative:
With certain imaging defaults, a full beam might be downloaded instead of a portal image segment. As a consequence it is possible to treat a beam twice giving the pt a higher dose than intended. The error is only present in oncentra visir 2.1 sp2. A bulletin ((B)(4)) describing the problem and consequence was distribute to facilities on (B)(4) 2007. The bulletin provided an interim workaround until the release version 2.1 sp3.